Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk bi-ventricular defibrillator (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there was oversensing observed in the left ventricular (lv) lead. It was further noted that the lv lead was in the right ventricular port. The lv lead remains in use. No patient complications have been reported as a result of this event.